Event description:
A hospital reported that an ICU patient was placed on both high flow o2 via vapotherm cannula device and a vision bipap ventilator using the fisher & paykel rt040 full face mask. There was a concern that they could not create an adequate seal and support the patient with the bipap. The vision bipap ventilator was alarming due to a large leak. The rt noticed that the bottom of the mask seal had pulled away from the mask shell, causing the leak. We have not received any report of injury to the patient.

Manufacturer narrative:
Method: the complaint device was not returned and no lot number was provided. Results: one potential contributing factor may be due to improper fitting of the rt040 full face mask onto the pt. The rt040 mask is new to the market and many users are in the process of converting from an existing competitors mask to the rt040, and may not be familiar with the sizing and fitting of this new mask. Conclusions: fisher & paykel healthcare marketing has developed an improved in-service program to address the potential for improper fitting. This program is currently being implemented for the customers in the united states. We have received similar complaints and we are currently trending this at an occurrence rate of less than 0.054%. Regrettably, we were not able to meet our vigilance reporting obligations within the 30-day timeframe in this instance. During an audit of our complaints, we discovered that this one had not been marked for reporting. This was an oversight. We continue to monitor our complaint handling processes for effectivity.